Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
Dealer reports that the end user fell out of their wheelchair when going through a doorway at home. The end user stated while driving slowly through the doorway, the wheelchair shut off. The wheelchair reportedly barely fits through the doorway. When the end user fell, he allegedly hurt his ankle but did not seek out immediate medical attention. The end user reported going to the doctor and having x-rays later performed, which showed a broken bone in his foot. There is no timeline for treatment or healing for the injury.

Manufacturer narrative:
Background information: quickie q700m owner's manual, rev. I, page 23 states: "batteries - the batteries are covered by a one (1) year warranty provided through the original battery manufacturers." Discussion: in reviewing the complaint, the dealer reports that the end user stated while driving slowly through a doorway in his home, the wheelchair shut off, resulting in the end user falling from the wheelchair. According to the end user, the wheelchair barely fits through the doorway. The dealer stated that the end user was using an 8-amp charger for the wheelchair batteries that was hot to touch. According to the order, the wheelchair was shipped with a 10-amp charger. The dealer was unable to confirm where the 8-amp charger was acquired by the end user. Using a charger that is not meant for a specific battery can lead to premature battery depletion. Batteries used on sunrise medical wheelchairs have a one-year warranty which is provided through the battery manufacturer. This wheelchair was shipped to the user on (B)(6) 2020. There is no information on whether the end user was using a positioning belt at the time of the incident. The potential root cause could be related to improper charging practices. The charger that the end user has been using (8-amp) is potentially not the same charger that the wheelchair was shipped out with (10-amp). This can lead to the battery's inability to hold a charge and the "low voltage error" on the display. The end user explained to the dealer that they were unable to drive forward when the incident happened, only backwards at a very slow speed. It takes 50% less voltage to drive backwards compared to forwards, so that could explain why the wheelchair was unable to move in a forward direction. Also, the dealer stated that the doorway was barely wide enough for the chair to travel through. There is a possibility that the wheelchair could have impacted the doorway, leading to the sudden stop. When the end user fell from the wheelchair, he allegedly hurt his ankle but did not seek immediate medical attention. The end user received x-rays later that showed a broken bone in his foot. The end user did not receive a cast being he is non-,weight bearing. There is no timeline for treatment or healing for the injury. The end user followed up with his primary medical doctor who reportedly stated they would wait and see how the healing process progresses. Conclusion: in conclusion, the most probable cause for this incident could be user error. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. Due to the allegation of a serious injury (broken bone in the foot), this MDR is being filed.